Event description:
It was reported via legal notification, that patient, underwent initial left total knee replacement surgery on (B)(6) 2018, and was implanted with an optetrak device. In 2019 and 2020, patient experienced extreme pain and discomfort in her left knee which limited her activities of daily living and her quality of life. Patient underwent revision surgery on her left knee on (B)(6) 2021, approximately 2 years 11 months post initial procedure, and the polyethylene liner and the entire femur and tibial components were revised. Pathology indicated, in part, ¿fibrous tissue with marked foreign-body giant cell reaction¿¿ there is no other patient demographic or medical history available. Diagnosis: displacement of internal left knee prosthesis. A sterile dressing was applied. The patient was awakened from anesthesia and transferred from the operating room in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-00310 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00310. D10 concomitants: (B)(6) 02-010-01-0210 - logic femoral ps cem left sz 1. (B)(6) 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-012-35-1009 logic tibia ps mod insrt sz 1 9mm. G4: 510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined / the device is not known. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.